Event description:
The recipient is reportedly experiencing facial nerve paralysis and pain. The recipient was prescribed steroids and antiviral medication. On (B)(6) 2024, the recipient underwent exploratory surgery which confirmed no cholesteatoma growth and proper device placement. The recipient's issues are believed to be related to bell palsy.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Programming adjustments have been made; however the recipient's issues have not resolved. The recipient was advised to discontinue use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing migraine headaches and was prescribed 4mg of cyproheptadine. The recipient reportedly has become lightheaded and dizzy. The recipient has passed out a few times and hit their head. The recipient is still having nerve spasms, but the surgeon believe this is from how the nerve regenerated after the palsy. The recipient's palsy has improved. The recipient was recommended to schedule an appointment with neurology. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reactivated and programmed following the initial report of facial nerve paralysis. Device testing revealed results within normal limits. External equipment has been exchanged. The recipient was able to hear successfully and did not experience any non-auditory stimulation. The recipient will continue to be monitored by their clinical healthcare team. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's bell's palsy is improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly not using the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9. Corrected information: section h.9. The recipient's device was explanted. The recipient is reportedly healing well. The recipient was not re-implanted. Re-implant is under consideration at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.